Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. The manufacturer followed up with the facility in (B)(6) where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. Patient p4 (male, diagnosed with metastatic abdominal cancer prior to treatment with seraph 100) "health declined precipitously" after receiving filter treatment in (B)(6) 2024. Exact date of p4's treatment unknown but occurred approximately two months before his death on (B)(6) 2024. The article states that these treatments took place outside the united states, in (B)(6). The device was being used off-label for the treatment of cancer, outside of the united states in (B)(6). Further investigation revealed that p4 received 3 filters in (B)(6) around late (B)(6) 2024 as off-label treatment for a liposarcoma mass. Several weeks out his CT scan showed 2cm growth of pelvic mass. Between (B)(6) and (B)(6), the tumor had grown by ~50%. At that time p4 was diagnosed with tumor lysis syndrome (uric acid level increased among other things. Implied treatment to reduce levels of potassium and calcium as well). Per p4's father on (B)(6) 2024, "last night [p4]'s heart was also acting up with really high brats to compensate for the really low blood pressure. 60/42 at [one] point... He had to go on oxygen as well last night - and then that changed blood pressure and heart rate." P4 also "had pain in his left leg".